Event description:
Following knee replacement surgery, a female patient experienced a wound separation 3 days post-op requiring a subsequent re-closure procedure under general anesthesia. On (B)(6)-2011, physician reported: clean incision with some central blood like drainage. Right total knee arthroplasty with hematoma. On (B)(6)-2011, physician reported: wound is clean and nearly dry. No evidence of infection. Small amount of serosanguineous drainage in the dressing.

Manufacturer narrative:
Bmi of patient may have contributed to separation. Hematoma may have also contributed to separation. The patient returned to surgery for successful full revision of incision closed with metal skin staples.